Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Reasonable attempts were made by phone (5x) and by email (1x) to obtain; patient treatment settings, patient information, patient photographs, possible (pre and/or post) sun exposure, and test patching prior to treatment. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded after verifying all system functions including; calibration, energy output, and preventative maintenance, the subject device operated well within manufacture specifications. Additionally, the technical expert recommended replacing the hs handpiece as a pre-cautionary measure with the user facility, which was declined. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of the treatment settings cannot be performed. A review of device labeling states the following: warning - the laser can cause epidermal injury. The risk increases with greater laser fluence and skin pigmentation: always perform a test patch on the intended treatment area. For skin types I-IV, wait at least 30 minutes after performing the test spot to observe skin tissue reaction; and adjust parameters as needed. For skin styles v & vi, wait at least 48 to 72 hours after performing the test spot to observe skin tissue reaction; and adjust parameters as needed. See the indications for use section of this manual for more information. Sun exposure to the treatment area immediately after treatment and for one month following treatment may also increase the risk of pigmentary changes in the treatment area. Patients should be instructed to use a broad spectrum sunscreen (spf 30) on a daily basis and to avoid direct exposure to the sun. Based on the information provided by the user facility, a root cause cannot be determined at this time. If additional information becomes available, the product complaint will be re-opened and a follow-up MDR will be filed.

Event description:
A user facility reported that one (1) patient sustained an adverse reaction of unknown severity to an unknown anatomical area following hair removal treatment with a lumenis lightsheer duet laser, hs hand piece. No report of serious injury or medical intervention was received other than the initial report.